Manufacturer narrative:
The lead was explanted and replaced on (B)(6) 2015. The patient's condition was good after the procedure.

Event description:
It was reported that during a follow up, decreased sensing and impedance was observed. Reprogramming was performed and revision of the lead was planned. The patient's condition was good.

Manufacturer narrative:
(B)(4).